Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The patient received four bursts of anti-tachycardia pacing (atp) and six shocks; however, the therapy was exhausted without successfully converting the rhythm. Technical services (ts) reviewed the event and indicated that the therapy was possibly inappropriate due to atrial fibrillation (af). Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The patient received four bursts of anti-tachycardia pacing (atp) and six shocks; however, the therapy was exhausted without successfully converting the rhythm. Technical services (ts) reviewed the event and indicated that the therapy was possibly inappropriate due to atrial fibrillation (af). Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service. Subsequently, additional information was received indicating device was explanted and replace with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The patient received four bursts of anti-tachycardia pacing (atp) and six shocks; however, the therapy was exhausted without successfully converting the rhythm. Technical services (ts) reviewed the event and indicated that the therapy was possibly inappropriate due to atrial fibrillation (af). Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service. Subsequently, additional information was received indicating device was explanted and replace with a new device. No additional adverse patient effects were reported.